Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened/used. Unable to test or reproduce skin irritation in lab. Also, found cannula bent. Unable to confirm if customer received sensor in said condition due to customer returning it opened/used.

Event description:
Customer reported that the insulin pump returned low alerts when his blood glucose level was 190 mg/dl at the time of the call. Customer also reported large differences between blood and sensor glucose values. Customer also reported blood at the insertion site and trouble with the sensor adhesive not sticking. Blood glucose level was 190 mg/dl at the time of the call. No further information was provided.